Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the implant of an implantable pulse generator (ipg) system the patient experienced a pseudomonas infection that required intravenous antibiotic treatment, wound debridement and a wound vacuum dressing. The infection resolved for approximately two years until a blister was later noted over the site, which subsequently evolved into erosion of the skin over the leads. Blood cultures taken grew (B)(6). The patient was treated with intravenous antibiotics. A transesophageal echocardiogram revealed a vegetation on the right atrial (ra) lead. The implantable pulse generator (ipg) system was then explanted and a temporary pacemaker was placed until a new system could be permanently implanted. No further patient complications have been reported as a result of this event.